Event description:
During a transfemoral tavr procedure a 26mm sapien xt valve was deployed too ventricular resulting in moderate paravalvular leak (pvl) which required the placement of a second sapien xt valve. The patient had a homograft that had re-stenosed and it was decided that the best option was to implant a 26mm sapien xt inside the old homograft. Reportedly, the nature of the homograft made it very difficult to pinpoint the exact position to deploy the sapien xt valve and the valve was deployed too ventricular with moderate pvl resulting. A second 26mm sapien xt valve deployed slightly more aortic within the first sapien valve with a good result.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported, the operator had a difficult time determining the deployment position of the sapien xt valve within the preexisting homograph. The difficulty resulted in the sapien xt valve being deployed too ventricular. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a homograft is off-label; therefore, the labeling does not instruct the operator how to position the sapien xt valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.